Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-3632 batch/serial number (B)(6) was received for investigation. Functional testing was not conducted due to damage to the instrument's tip. A visual evaluation found that the notch at the tip was broken off, and the remaining piece was bent. The most likely cause(s) of this type of event are applying excessive forces by leveraging or prying the device. Per directions for use dfu-0054 bio-fastak, fastak¿, suturetak® and fibertak® suture anchors. G. Precautions. 4. Fastak suture anchors only: it is important to stop drilling as soon as the chuck contacts the guide or grasper. Failure to do so may result in damage to the suture and/or implant. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 7. Arthrex implant specific instrumentation must be used to insert implantable devices per the recommended surgical technique.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl revision surgery the tip of the device broke. All parts were retrieved. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.